Event description:
It was reported that an alert triggered for increased svc (superior vena cava) defibrillation coil impedance. The lead impedance was then checked manually, with the svc measurements fluctuating widely. The rv (right ventricular) defibrillation coil impedance also showed fluctuation. The patient was taken to the operating room and the pocket was opened, where the rv defibrillation coil had intermittent high impedance and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 506852 implantable pacing lead, (B)(6) 1998. (B)(4).